Event description:
It was further reported that a fall was the cause of the event. It was noted that a possible dislodgement/migration of the lead may have occurred. No hospitalization or injury occurred.

Event description:
It was reported the patient¿s lead broke after the patient¿s fall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's physician had not seen the patient since the fall. The patient was transitioning offices and planned to be seen at a later date. It was noted that the patient reported to the physician that she had fallen again (B)(6) 2013. During a (B)(6) 2013 visit, a company representative reported conflicting information. Prior, the patient stated she had fallen and then lost stimulation and settings (as previously reported). However, during the (B)(6) 2013 visit the patient stated that the error code and lost settings occurred 1.5 months prior and there was no fall, no power on reset and no medical procedure. The patient had not seen a hcp since that problem. The patient also stated that one of the leads was not working due to a fall "a long time ago" (presumed to be from (B)(6) 2013). The representative reprogrammed the device and checked impedances. Impedances on contacts 8-15 on the working lead were all > 10, 000 ohms. The patient had good coverage with one lead, and after reprograming, the system seemed to be working fine. No additional information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011 product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on an icy sidewalk and lost stimulation. The patient tried to increase her stimulation in the current program, but she still could not feel the stimulation sensation. The patient was unable to switch to a different program and it appeared as if she had lost group a and group b on her programmer. The patient was directed to her physician for follow up. If additional information is provided, a follow up report will be sent.